Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment crack. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned the manufacturer and investigation completed 06-aug-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.